Event description:
It was reported that the device was sent for repair. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log review found no problems. Functional testing found the pump failed for accuracy testing and was over-delivering. The root cause was undetermined as no problem was reported. The expulsor was trimmed due to the failed accuracy test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.